Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that there was evidence of electrical sparking from the device. The device was returned to the biomed dept with a report of, "does not work." No tracking info was provided, therefore, specific pt info, device programming or, event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.